Event description:
It was reported by svc report that the right siderail assist system cable is frayed and the siderail release handle is broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Frayed siderail assist cable. Outer springs broken in siderail central locking column.